Event description:
It was reported that the patient was experiencing atypical pain due to the implantable cardiac monitor being implanted. There is no performance issue with the device. The device was removed at the request of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).